Event description:
It was reported the patient presented to the clinic with fatigue. An electrocardiogram was performed and revealed the patient was experiencing bradycardia. The pacemaker was unable to be interrogated and exhibited no response to the magnet applied to force pace the device. It was determined this was due to premature battery depletion. Reports from merlin.net were reviewed and it was identified that the device had gone into back up mode and the atrial lead oversensed noise, which triggered inappropriate mode switches. The pacemaker and atrial lead were explanted and replaced. The patient was in stable condition.